Manufacturer narrative:
Patient information was unavailable from the site. The exam used in the procedure was evaluated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system was unable to upload the patient exams through cd media. There was a reported delay to the procedure of more than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.